Manufacturer narrative:
Would not bow. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, during the procedure, the cut wire broke inside the patient. The physician removed the tome from the patient and upon inspection, found that the wire was still attached. However, the wire would not bow. The physician used another autotome rx sphincterotome to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.